Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose event. The blood glucose reading was 600 mg/dl. Customer experienced a headache as a symptom of the high blood glucose. She had not treated herself yet at the time of the call. Troubleshooting was performed to find the cause of the issue. Customer stated that the drive support cap appeared normal and recessed. She was assisted in removing air bubbles from the tubing and rewinding the insulin pump. Customer was able to prime the insulin pump and ran a high pressure test, which passed. She treated with a bolus at this time before continuing to troubleshoot. Customer removed the infusion set from her body and the cannula was not bent or occluded. She stated that the insertion site was sore. She was advised to check the insulin vial and found that the insulin was clear and not expired. She stated she was feeling dizzy and was advised to contact her doctor if the blood glucose did not come down. Nothing further was reported.